Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Surgeon revised a tritanium cup originally implanted on (B)(6) 2014 due to "looseness." The cup had to be cut out but it was observed that there wasn't much in-growth. He replaced it with a trident ii tritanium cup one size up, 56.

Manufacturer narrative:
An event regarding loosening involving a tritanium shell was reported. The event was confirmed by medical review. Method & results: product evaluation and results: not performed as the device was not returned. A review of the medical records by a clinical consultant indicated: the available post event x-rays document indeed a loose cup with significant migration. The current cup has clearly malposition in absent anteversion as well as medialization, two abnormal position aspects that may contribute to loosening. However, the significant present migration does not allow to reconstruct the initial cup position, relevant for the induction of failure. This initial cup position may have been more adequate than the current one after loosening and migration with secondary change in position. For adequate analysis of contributing factors to failure we therefore need early post implantation x-rays for comparison. The currently available x-rays and other info are unfortunately not adequate to establish a root cause of failure with any required level of evidence. A review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. There were no other events for the lot provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pre- and post-operative and post primary x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Surgeon revised a tritanium cup originally implanted on (B)(6) 2014 due to "looseness." The cup had to be cut out but it was observed that there wasn't much in-growth. He replaced it with a trident ii tritanium cup one size up, 56.